Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance as the lead was found out to have physical damage in the conductor. During the extraction, no retraction of the screw was possible, and the terminal pin spun freely. The lead was explanted, and a new lead was placed without complication. No additional adverse patient effects were reported.